Event description:
Boston scientific received information that during a revision procedure, a setscrew issue was experienced with this implantable cardioverter defibrillator (serial number unknown). A boston scientific technical service consultant was contacted with an inquiry as to if a green torque wrench could be used with this device as an orange torque wrench was not available. A boston scientific technical service consultant explained that yes, a greem torque wrench could be used, however, it would not provide as much torque as an orange torque wrench. The procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.